Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with placement of a 2.75 x 23 mm xience xpedition stent and a 3.5 x 15 mm xience xpedition stent in the distal left anterior descending (lad) artery. On (B)(6) 2015, the patient was re-hospitalized due to angina. Computerized tomography (CT) was performed and noted soft plaque at the proximal stent. On (B)(6) 2015, a drug eluting stent was implanted at the proximal stent. The patient's angina did not improve and traditional (B)(6) medication treatment was provided. The patient's angina resolved and discharged on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.